Event description:
A medtronic representative reported that during a tumor resection the site noted the treon monitor display was intermittent. They were able to resolve the issue temporarily by wiggling the monitor cable when the signal went out. Surgery continued as planned and was completed with the use of the stealthstation treon guidance system. There was no impact on patient outcome.

Manufacturer narrative:
Replacement part shipped (B)(4) 2012. RMA issued. Treon monitor cable inspected (B)(4) 2012. Findings are the cable passed a continuity test with no opens or shorts detected. No problem found. Monitor cable was fully functional.